Event description:
Contact reports broken pedicle bolt at l5 right side. Operative report states that the pt, was instrumented for significant spondylolisthesis at l3-4 and l4-5. As soon as she was released she began smoking cigarettes 2-3 packs per day. She also had poor nutrition through the winter and lost weight. Surgeon reports that the combination of smoking and nutrition resulted in early failure of the hardware and pseudoarthrosis. A revision was performed and hardware removed and additional fixation placed. As surgical intervention occurred an MDR is being filed to document this event.